Manufacturer narrative:
Per the information provided on june 26, 2025, the patient experienced a right-sided breast implant rupture, accompanied by a baker grade 3-4 capsular contracture. Breast implant removal surgery was performed on (B)(6) 2025 where the capsules and 12cc of fluid were sent for further testing. Per the pathology report, both came back negative for malignancy, specifically cd30. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent a breast augmentation primary with a mentor memorygel, xtra 595cc silicone prosthesis experience right sided capsular contracture grade iii-IV post operation the physical and ultrasound examination confirmed the rupture. As a result, patient underwent removal surgery on (B)(6) 2025.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade iii-IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on july 04, 2025. Device evaluation completed on july 17, 2025: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. You should consider the possibility of bia-alcl when a patient presents with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and sent to a laboratory with appropriate expertise for pathology test to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multidisciplinary care team. The national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable. Report all confirmed cases of bia-alcl to the FDA (https://www.FDA.gov/safety/medwatch). FDA also recommends reporting cases of bia-alcl to the profile registry (https://www.thepsf.org/research/clinical-impact/profile.htm) where you can submit more comprehensive data. Lastly, please notify mentor, because as the device manufacturer, we are collecting data on these cases as well. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on september 23, 2025, capsular contracture grade updated to IV. Right breast mastitis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 8, 2025, the patient experienced chronic seroma , intracapsular abscess, extensive capsular contracture. As a result, patient underwent right infra-mammary breast explant and capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 20, 2025, indicated that the patient underwent right sided capsulectomy and replacement with unspecified prosthesis. The culture of the capsule shows no malignancy and free of alcl. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On aug 13, 2025, a reassessment determined that the coding submitted previously was incorrect. Code pc 'anaplastic large-cell lymphoma was removed from the right side. The lymphocytes are negative for cd30" and the samples collected from the right breast seroma was negative for malignancy. Manufacturer¿s reference number: (b)($).